Event description:
The patient was having a stress test done in cardiology. The nurse injected the nuclear isotope into the non-dehp standard bore catheter extension set connector and the connector broke off during the injection. There was leakage of the nuclear isotope onto the patient's arm. The test was completed using a different extension set. The hazardous material was cleaned up per policy. Radiology was made aware of staff and patient exposure.